Event description:
The customer contact reported a separation. The male adapter of an unspecified primary tubing set was connected to the clave port of the extension tubing set and was being used to deliver an unspecified volume of normal saline. After an unspecified length of time, it was reported that solution leaked at the clave port. The customer contact reported during visual inspection, it was noted that the tubing had separated from the clave port of the extension tubing set. The extension tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.